Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic radical resection of rectal cancer, the needle and thread were found to be broken and detached during suturing the tissue. The suturing could not be completed normally. A new suture was used to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd a0401, ime e2401, imf f24 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, the needle and thread were found to be detached during suturing the tissue. The suturing could not be completed normally. A new suture was used to resolve the issue. The procedure was extended for less than 30 minutes. There was no patient injury.